Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a tib/calcaneal fusion, midfoot procedure to treat charcot ankle, midfoot using external fixation. The patient had to exchange wires on ex fix due to a break and also had an infection several months later and had below knee amputation.